Event description:
It was reported to philips that all the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the preparation stage. The patient was transferred to another device to complete the procedure. It was reported to philips that the geometry movements were not available. Review of the logfiles shows software errors on the main pc. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer remotely and it was stated that the customer encountered communication issues with the geo ipc, resulting in manually movable geometry, and required onsite service despite having attempted a reboot. The philips field service engineer (fse) checked the system onsite and found that the e-stop was activated. To resolve the issue, the fse bypassed the e-stop fuse in connection box. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.